Manufacturer narrative:
Pieces of silicone from the damaged ventricular septum plug were found inside the hex inset of the ventricular setscrew, but contact marks were observed on the surface of the setscrews indicating that both were initially tightened. The device exhibited normal electrical characteristics.

Event description:
It was reported that the pulse generator exhibited -bad- right ventricular sensing and pacing characteristics. During the revision five days post implant, setscrew problems were noted. The pulse generator was explanted and replaced.